Manufacturer narrative:
The device is expected for evaluation, but has not yet been received. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the shaver hand piece stopped functioning at the beginning of the procedure. Over 30 minutes delay in surgery, but no adverse consequences reported. This device is used for treatment.